Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: we have had 2 more defective block needles. One was yesterday and unfortunately was not saved, however the one from today was saved and is available to return if you need me to. This one is from the same lot as the previous one. The issue with this needle is a hole in the tubing it was noticed while using on a patient. While aspirating with a syringe air was being aspirated. Once removed from the patient, it was tested, and fluid was seen squirting out from the tubing. Similar instance yesterday as well.